Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury appears to be due to procedural conditions. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip that caused leaflet damage and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. After deployment of the second clip, it was discovered on the echocardiogram that there was a tear in the anterior leaflet at the clip arm. The clip remained on both leaflets, with a slight tear. Another clip was implanted lateral to stabilize, treat the tear, and reduce the mr to grade 2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.